Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the motor was not running. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a chipped top case, damaged bottom case, and a cracked right plunger case. Review of the event history log (ehl) was not performed due to the alarm. The pump would not power on. A functional test was performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, preventative maintenance was performed. Service history review identified this device was last serviced in feb-2024 and the complaint was related to previous service of the device. The main and interconnect boards were replaced to address the power on issues and the pump was cleaned, greased, and calibrated. Following preventative maintenance, the pump passed all functional and delivery tests.